Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7075451.

Event description:
It was reported that the patient was experiencing inadequate pain relief and lead migration was noted. The patient underwent a lead revision procedure and was doing well postoperatively. The device remains implanted.